Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the fact that ¿bony ingrowth¿ was noted on the weightbearing dome at revision surgery and an explant device was required for removal suggests the cup was not loose. The undated x-ray shows an undersized cup with no evidence of loosening or migration. There is no evidence this clinical situation resulted from factors of faulty component design, manufacturing or materials. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: based on review of the provided operative reports and undated x-rays by the clinical consultant identified an undersized cup with no evidence of loosening or migration. There is no evidence this clinical situation resulted from factors of faulty component design, manufacturing or materials. Clinical or past medical history, patient demographics, primary operative report, dated serial x-rays, and examination of the explanted components are not available. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revise patient's hip due to a loose tritanium cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that surgeon revise patient's hip due to a loose titanium cup.